Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical open to the ablation channels between the ampere connect port assembly and the front plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an af/afl procedure, the case was abandoned before successfully completing a cti atrial flutter line. The procedure started with a pvi. After the pvi, the physician went into the right atrium to do a cti atrial flutter line, where it was noted that the tactiflex fj would not display egms on ensite x. The connections were checked and reconnected, the case was exited and reentered, a new case was started, and the system was power cycled with no resolution. The tactiflex fj was replaced with another from the same lot, but the issue persisted. Post-case, different tactisys quartz systems were used, and a different ampere connect cable was tried with no resolution. There was no adverse patient consequences and the case ended. Tech services decided it would be best to change the ensite x amplifier due to potentially faulty ampere connect port on the front of the amplifier.